Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose results 1.0 mmol/l and 5.0 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.